Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
The field service engineer (fse) performed all steps of preventative maintenance as normal, with the exception of testing the emergency stop button and restarting, clearing arm to normal position, and testing automatic and cooperative mode. All other functioning normally. The fse pressed emergency stop button, and rosanna/mario shutdown occurred as expected. The fse released e-stop button, turned off rosa robot, waited 30 seconds and restarted as expected. Upon restart, the fse was unable to connect and a communication failure occurred in rosanna. The fse attempted to shutdown, wait longer, and restart. Same issue occurred. The fse then restarted and attempted to connect in kineverif and was unsuccessful. The fse also attempted to manually release arm, in chance that shutdown position was out of range. Still unable to connect. The fse checked all wiring inside and then noted that clicking sound can be heard when touching emergency stop button wiring. All connections on emergency stop button appear normal, were not unplugged, and show no obvious short or wear. The fse checked front robot panel and did not see any unusual wiring issues, wear or disconnections.

Event description:
The field service engineer (fse) performed all steps of preventative maintenance as normal, with the exception of testing the emergency stop button and restarting, clearing arm to normal position, and testing automatic and cooperative mode. All other functioning normally. The fse pressed emergency stop button, and rosanna/mario shutdown occurred as expected. The fse released e-stop button, turned off rosa robot, waited 30 seconds and restarted as expected. Upon restart, the fse was unable to connect and a communication failure occurred in rosanna. The fse attempted to shutdown, wait longer, and restart. Same issue occurred. The fse then restarted and attempted to connect in kineverif and was unsuccessful. The fse also attempted to manually release arm, in chance that shutdown position was out of range. Still unable to connect. The fse checked all wiring inside and then noted that clicking sound can be heard when touching emergency stop button wiring. All connections on emergency stop button appear normal, were not unplugged, and show no obvious short or wear. The fse checked front robot panel and did not see any unusual wiring issues, wear or disconnections.

Manufacturer narrative:
It was reported that after having tested the emergency stop button, the robot would not connect to controller. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that the cause of this errors is a faulty connection of the emergency stop button. However the reason why this connection was faulty remains unknown.